Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error on his insulin pump. The customer did not drop nor bump his insulin pump. Customer stated he changed the reservoir and the insulin pump seemed to be working fine. Customer stated that he does not use the sensor graph. Explained to customer that his insulin pump needed to be replaced, use a back-up plan and monitor his blood glucose levels. Advised customer to call back if he needed help with programming his replacement insulin pump. Advised the replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.